Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The lesion was located in an arteriovenous shunt. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before the nominal bar, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The lesion was located in an arteriovenous shunt. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before the nominal bar, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the lesion was 80% stenosed, non-tortuous, and non-calcified. The balloon ruptured on the first inflation at 3 bar. Furthermore, the device was slowly and completely removed from the patient.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 18mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The lesion was located in an arteriovenous shunt. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before the nominal bar, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the lesion was 80% stenosed, non-tortuous, and non-calcified. The balloon ruptured on the first inflation at 3 bar. Furthermore, the device was slowly and completely removed from the patient.